Event description:
It was reported that the pump stopped fill tubing at 9.8 units and requested a minimum of 50 units with multiple cartridges during the load process. The customer's blood glucose level was 164 mg/dl.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.